Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("my periods were horrible growing up, heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oculomotor paralysis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbing issues. Mostly in face") and dysmenorrhoea ("had to stay in bed the first day of every period because of cramps"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, hypoaesthesia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, hypoaesthesia and menorrhagia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("my periods were horrible growing up, heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oculomotor paralysis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbing issues. Mostly in face") and dysmenorrhoea ("had to stay in bed the first day of every period because of cramps"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, hypoaesthesia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, hypoaesthesia and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('my periods were horrible growing up, heavy bleeding') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included oculomotor paralysis. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), numbness in face ("numbing issues. Mostly in face / numbness in face, and/arm, legs basically anywhere my body wants to go numb"), dysmenorrhoea ("had to stay in bed the first day of every period because of cramps"), paraesthesia ("feeling of needles poking:I get it tiny face, hands, arms, legs, feet and all over my torso"), skin warm ("my skin is on fire from the inside"), skin burning sensation ("face burning skin"), feeling abnormal ("brain fog"), migraine ("migraines") and body numbness ("numbness in face, hand, arms. Legs and basically anywhere my body wants to go numb"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, dysmenorrhoea, paraesthesia and skin warm outcome was unknown, the numbness in face, skin burning sensation and body numbness had not resolved and the feeling abnormal and migraine had resolved. The reporter considered dysmenorrhoea, feeling abnormal, menorrhagia, migraine, numbness in face, paraesthesia, skin burning sensation, skin warm and body numbness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: paraesthesia and skin warm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event numbness in face, hand, arms, legs and basically anywhere my body wants to go numb was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('my periods were horrible growing up, heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included oculomotor paralysis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbing issues. Mostly in face"), dysmenorrhoea ("had to stay in bed the first day of every period because of cramps"), paraesthesia ("feeling of needles poking:I get it tiny face, hands, arms, legs, feet and all over my torso") and skin warm ("my skin is on fire from the inside"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, hypoaesthesia, dysmenorrhoea, paraesthesia and skin warm outcome was unknown. The reporter considered dysmenorrhoea, hypoaesthesia, menorrhagia, paraesthesia and skin warm to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: paraesthesia and skin warm . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. New events paraesthesia and skin warm were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('my periods were horrible growing up, heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included oculomotor paralysis. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbing issues. Mostly in face"), dysmenorrhoea ("had to stay in bed the first day of every period because of cramps"), paraesthesia ("feeling of needles poking:I get it tiny face, hands, arms, legs, feet and all over my torso"), skin warm ("my skin is on fire from the inside"), skin burning sensation ("face burning skin"), feeling abnormal ("brain fog") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, dysmenorrhoea, paraesthesia and skin warm outcome was unknown, the hypoaesthesia and skin burning sensation had not resolved and the feeling abnormal and migraine had resolved. The reporter considered dysmenorrhoea, feeling abnormal, hypoaesthesia, menorrhagia, migraine, paraesthesia, skin burning sensation and skin warm to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: paraesthesia and skin warm . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- face burning skin, brain fog, migraines. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.